Manufacturer narrative:
Device evaluation completed on (B)(6) 2022: visual analysis of the returned sample revealed that no damage or anomalies were observed on the smooth hpg, 475cc breast implant. Leak testing was performed, in accordance with mentor procedures, and a tear at the junction between the shell and patch. Gel bleed could not be confirmed since the integrity of the shell was compromised due to the rupture. A microscopic examination was performed, and the cause of the tear could not be identified. Inflammation is part of the complex biological response of body tissues to harmful stimuli, such as pathogens, damaged cells, or irritants, and is a protective response involving immune cells, blood vessels, and molecular mediators. The function of inflammation is to eliminate the initial cause of cell injury, clear out necrotic cells and tissues damaged from the original insult and the inflammatory process, and initiate tissue repair. The classical signs of inflammation are heat, pain, redness, swelling, and loss of function. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some breast and/or chest inflammation postoperative. While inflammation normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Inflammation is a known complication associated with this type of procedure and is referenced in the current IFU. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with a mentor memorygel, 475cc silicone breast implant experienced right-sided rupture, bilateral pain, and left sided gel bleed post procedure. The issue of rupture diagnosed through ultrasound examination. As a result, patient underwent bilateral removal without replacement, bilateral capsulectomy and capsulotomy on (B)(6) 2021.this report relates to the left prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: gel bleed, pain. Manufacturer¿s reference number: (B)(4).